Event description:
Same case as MFR report #: 2134265-2008-03968, -03970. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, moderately tortuous, long lesion from the proximal to distal rca (right coronary artery) measuring 3.5x90mm with 70% stenosis. Target lesion one was treated with direct stenting using four overlapping taxus liberte stents (3.5x16mm, 3.5x32mm, 3.0x32mm, and 3.0x32mm), a taxus express2 stent, and post dilation resulting 0% residual stenosis. Balloon withdrawal resistance was reported for the 3.5x32mm and one of the 3.0x32mm taxus liberte stent delivery balloons. Target lesion two was a de novo, mildly tortuous, type 2 bifurcated mid lad (left anterior descending) lesion measuring 3.0x16mm with 80% stenosis. Target lesion two was treated with direct stenting using a 3.0x28mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance was reported for the taxus liberte delivery balloon. There were no patient complications.

Manufacturer narrative:
As the unit was not returned a technical analysis was not possible. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.